Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on three occasions the needle of a bd insulin syringe with the bd ultra-fine¿ needle 1ml 31g x 5/16" separated while drawing insulin from a vile. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: investigation summary: (B)(4) - customer returned (1) loose 1cc syringe. Customer states that the needle separated from the hub while trying to draw the insulin from the vial. The returned syringe was examined and exhibited a detached cannula. The loose cannula was returned with the syringe. The sample was examined under the microscope and exhibited adhesive runoff onto the hub. Little adhesive was observed in the hub. Adhesive was also observed on the cannula shaft. As per manufacturing, a review of the device history record was completed for batch# 7037941. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) defects noted during the production of these batches. One (1) notification (B)(4) was found for an unrelated incident noted during production. Based on the samples / photo(s) received the investigation concluded: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff) (B)(4) - on 21nov2017, (B)(4) received one (1) loose 1ml syringe (syringe, shield and loose cannula) from reported batch# 6291877. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, the sample was noted to have been received with the cannula disengaged from the remainder of the syringe. Visualization of the barrel tip under ultraviolet light confirmed adhesive along the side of the barrel tip, rather than within the interior of the barrel shaft where the cannula is usually affixed. Due to this, probable root cause is likely to be a misalignment of the adhesive nozzle during production on the pils (point inspect lube shield) machine. When this occurs, incomplete affixing of the cannula into the barrel of the syringe can occur and allow for the cannula to become disengaged, either before or during use. CAPA (B)(4) was initiated by the (B)(4) plant to address adhesive runover/shield difficult to remove and their associated root cause(s). Batch# 6291877 was produced prior to implementation of corrective/preventive actions.

Manufacturer narrative:
Date of event: the date of event field has been updated to the correct date of (B)(6) 2017.